Event description:
It was reported that during pre-testing, it was observed that there was "torn power cord insulation" on the foot control device. The reporter clarified that wires were exposed. There were no delays in the scheduled surgical procedure as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and it was observed that the covering of the cord was cut / torn and shielding is exposed. Therefore, the reported condition was confirmed. Evidence suggests this was due to handling issues at the customer site. If additional information should become available, a supplemental report will be sent accordingly.(B)(4).